Event description:
The catheter is broken inside the body. The incident happened during the implantation procedure.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file of batch nr (B)(4) was checked. It complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in july 2020. Investigation results: we received the complaint sample for evaluation. It is all contaminated by blood. Examination of the device: the access port was returned with its connection ring and a 16 mm long catheter still connected. The rupture occured at 16mm, ie 2 mm after the connection ring. The distal part of the catheter was not returned for evaluation. The examination under magnifier show that the facies rupture is partially shiny and cut clear. This proves that a primary damage was done with a sharp object. Dimensional measurements: all components was measured. They comply with specifications. Conclusion: the catheter rupture observed at the end of the implantation procedure can be explained by the fact that the catheter was damaged by a sharp object during the procedure. Indeed if the catheter was damaged during the production, a leakage would have been detected during the rinsing of the catheter at the beginning of the implantation procedure. This incident is not imputable to the device. No corrective action is envisaged.